Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable clamp tubing. The patient was instructed to stop and restart the pump. The pump was then running correctly. No further assistance was needed. No patient injury was reported.